Event description:
It was reported that during a laparoscopic distal pancreatectomy procedure, thirty minutes into the case, the white teflon tissue pad was coming off. Ps advised surgeon to remove the device, and it was noted that the pad had broken away. Nothing fell into the patient. There was a five minute delay. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and a small portion was not returned. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Prolonged usage of advanced hemostasis mode may cause tissue pad damage.

Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the tissue pad melt? (See attached pictures which shows the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?